Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt change in impedance from a normal range to a high and sometimes undefined range. Oversensing, noise and high, rising and unstable thresholds were also observed. The patient was lethargic and short of breath due to non-capture. The lead was reprogrammed until it could be capped and replaced as it was thought to be fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the rv (right ventricle) was intermittent. Analysis also indicated oversensing. The ventricular capture management threshold trend was stable at approximately 0.625 volts through (B)(6) 2014 and then threshold became increased and variable. Ventricular high rate episodes were recorded with apparent oversensing of noise.